Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and discussed the stored episode, with it been suspected to be a sinus tachycardia instead. Ts discussed the the device programmed settings, with pacing inhibition noted due to the timing of the patients rhythm. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and discussed the stored episode, with it been suspected to be a sinus tachycardia instead. Ts discussed the device programmed settings, with pacing inhibition noted due to the timing of the patients rhythm. This device remains in service. No adverse patient effects were reported.